Event description:
The physician was using an integrity rapid exchange (rx) bare metal coronary stent for treatment of a lesion in the mid lad. The lesion was predilated to 8atms. The lesion was very calcified and the physician was unable to cross the stent through a previously deployed stent in the proximal lad. As the device was being removed the stent came off the balloon. The physician used a balloon to catch the stent but was unable to get back into the guide catheter. The patient was sent to surgery to remove the stent. The stent was removed successfully. The physician then attempted to use another stent to treat the target lesion but this device failed to cross the lesion. The target lesion was treated with balloon angioplasty. The patient was fine post procedure.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (dislodgement); related to another device (presence of a previously deployed stent). Conclusion results: another device caused failure (presence of a previously deployed stent).